Event description:
It was reported that the customer's blood glucose was 400 mg/dl. The customer stated she felt the insulin pump was functioning as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report 2032227-2015-00694.